Event description:
It was reported that an overdischarge (od) was suspected. The patient was having trouble charging and syncing the device. The patient had been trying to do both for a week. The reposition antenna screen was noted on the charger. The poor communication screen was seen on the programmer. The last recharge session was at least 4 weeks prior. The patient stated it was a partial charge to ¾ full. The patient had some other medical issues and couldn¿t easily charge (shoulder surgery). The last time the patient felt stimulation was 2.5 weeks prior to the report. The patient was advised to have her device assessed by her physician. The patient asked if she would need a replacement. It was reviewed that she may have reached end of life but it couldn¿t be assessed over the phone. It was further reported that the patient met with a company representative. However, the patient had to leave to go to work and the device could not be interrogated. The patient indicated she might have seen a physician symbol with either the end of service or early replacement indicator icons. The patient stated that when she last felt stimulation (now stated to be a month prior) stimulation was turning on/off and kept depleting. The patient¿s physician had retired. It was suggested that a physician mode recharge be done. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 377760, lot# j0546526v, implanted: (B)(6) 2005, product type: lead; product ID 377760, lot# j0546525v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported normal eri (elective replacement indicator). Additional information received reported that the device was returned to the manufacturer. No additional information provided.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was stated that the battery had reduced capacity due to overdischarge.